Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief, damaging wires. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable.

Event description:
While investigating electrode belt sn (B)(4) for an unrelated issue, a reportable problem was discovered. The cable connecting the distribution node to the rear therapy electrodes was damaged.